Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The reported defect has been verified and repaired. The following repair activities were performed service & repair functions as per (B)(4). Nothing noted in the service history that could have contributed to the complaint. The complaint of error 200, ref 68 was confirmed and the psu board was replaced to repair the problem. During testing, it was determined that the ID board had a bad potentiometer. The ID board was replaced and a new repair record was started. The testing of the unit was completed per the service manual. The unit passed all functional tests and is fully operational. A review into the depuy synthes mitek complaints system revealed one other dissimilar complaint for this device's serial number. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. DHR review: part number: 225024, supplier lot number: 1420404, qty of lot: 30, release to warehouse date: 3/11/14, manufacturing date: 3/11/14, expiration date: n/a, supplier: (B)(4), manufacturing site: (B)(4), any anomalies or discrepancies in the manufacture of the lot: no. This report is being filed from the (B)(4) system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions. (B)(4).

Event description:
It was reported that a vapr vue generator was generating an error (error 200 ref 68 internal failure). The device failure was found prior to the case and that the patient was not under anesthesia. The case was canceled until they received their replacement. There was no reported patient harm. There was a possible surgical delay.